Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis and experienced deflation post procedure. As a result, explant is scheduled for (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/15/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed two rents; rent a, measuring approximately 2.8 cm on the anterior aspect, and extending to the posterior aspect; and rent b, measuring approximately 0.4 cm on the anterior aspect. Microscopic examination of the edges of the rent a revealed parallel striations, and microscopic examination of the edges of the rent b gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found in the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 5799670 was reviewed on (B)(6) 20218 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 3/7/2018. The final fill volume of the original implant was 350ccs. A pinhole was found after the device was explanted. The replacement implants were a 370cc mentor memorygel breast implant(left) and a 405cc mentor memorygel breast implant (right). There were no procedural complications or other product issues noted. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).